Event description:
Additional information was received indicating the right atrial (ra) lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold was observed on the right atrial (ra) lead. A lead revision procedure is anticipated to resolve the event. The patient was in stable condition.